Manufacturer narrative:
A revision procedure was performed and the lead was successfully repositioned. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that one day post implant, this patient's rates were in the forties and there was no ventricular capture despite maximum device outputs. This right ventricular lead was found to have dislodged.